Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision hip surgery was performed due to disassociation. Patient had an r3 cup and constrained liner in situ. Head disengaged from the liner. Liner stayed attached to cup. Head was still attached to taper of echelon stem.